Manufacturer narrative:
Additional information has been requested regarding the reported event and the investigation is currently on going. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted technical service to report that multirall 200 lift required battery and shell replacement. Upon inspection the baxter technician found the device had fallen. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, the baxter technician found the motor had been dropped by staff, there was no patient involvement or adverse event reported. It was determined the motor fell due to mishandling by personnel. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. There was no device malfunction or patient involvement, the incident was caused by use error. If the reported event were to recur, it would be unlikely to cause injury or death.

Event description:
The customer contacted technical service to report that multirall 200 lift required battery and shell replacement. Upon inspection the baxter technician found the device had fallen. There was no patient/user injury, medical intervention, symptom, or adverse event reported.